Manufacturer narrative:
The customer rebooted the centrifuge module, however the issue repeated. A siemens customer service engineer (cse) was dispatched to the customer site. The tubes being left in centrifuge output buckets lead to "z-axis" errors when the centrifuge tried to load the next tube to that position. After evaluation of the instrument, the cse replaced the gripper assembly and adjusted tube settings to match the other centrifuge. Upon follow up with the customer, the issue did not return. The cause of the tubes getting stranded in the centrifuge is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer contacted the siemens customer care center (ccc). The customer reported obtaining errors on the centrifuge module of the aptio automation system. The customer described that the robot was trying to place a tube in a location where a tube was already present. When the customer looked up the sample ID of the tube that was already in place, the location returned as "unknown". The customer discovered two tubes in a bucket that had been at the centrifuge for approximately four hours. The patients were redrawn because they could not find the samples. Sample queries on both returned location of 'unknown' in aptio. There are no known reports of patient intervention or adverse health consequences due to the delay.